Event description:
Lens haptic caught at end of injector (r-inj-04), whilst injector inside the eye. Lens implanted into eye, with torn haptic. The surgeon then decided to cut the lens and remove it. Removal involved extending the wound to remove and implant a new lens, which led to more astigmatism, which the pt was not happy about. On reflection, on (B)(6), surgeon agreed that she could have left the lens inside the eye, but at the time of the intervention she had decided to remove it.

Manufacturer narrative:
This iol is not distributed in the us, but rayner is reporting this issue since the iol is mfg from the same material and has the same intended use as the c-flextm injectable lens approved by FDA may 03, 2007. The injector r-inj-04 is distributed separately in the us. The lens was not returned and therefore unavailable for eval. The returned injector was evaluated by rayner intraocular lenses ltd, on october 6, 2010. Visual inspection under 20x magnification confirmed the haptic tear as the tip of the iol haptic was found in the loading bay. The injector showed no visible sign of fault or damage to the injector. The injection of a lens of a similar model per IFU was successful with no visible damage to the lens or injector. The conclusions of the eval are that: it is impossible to confirm the cause of the original injector failure; the test results show that the barrel//flap/nozzle components of the injector all functioned correctly with no faults; finding the tip of the haptic in the loading bay is consistent with the tip being trapped between the flaps during loading, and then sheared off during insertion of the lens. Following the event, the rayner sales consultant has discussed loading of the injector with the surgeon, specifically recommendations to avoid trapping the haptic in the injector. Exam of the parent lens and injector batch process records confirmed routine MFR and sterilization. Review of the complaint files indicate that no other complaints have been lodged against these lot numbers. (B)(4).